Event description:
It was reported via patient email that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. On an unknown date post procedure, transesophageal echocardiography (tee) revealed a clot on the outside of the closure device. The patient was placed back on eliquis in response to the clot. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2023 as the patient noted the tee was performed "yesterday" on the report sent on (B)(6) 2023. D6a: implant date - estimated as the year the report was made since the date of implant is unknown.